Manufacturer narrative:
(B)(4).the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device fired clips that formed incorrectly in that they were crossed. Another device of the same product code but from a different sales unit was pulled and used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m92t9m. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; the instrument was cycled with difficulties and the clips could not be fed into the jaws; no further testing could be performed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft of the device. It is possible that the dried body fluids could have prevented to feed the clip into the jaws. Upon dissasembling 13 clips were found inside the tube. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.